Event description:
On 08/27/2008, the pt reported that 1-2 weeks ago, she used her stomach as an infusion site and her blood glucose elevated to over 30 mmol/l (540 mg/dl) and she felt lethargic and sleepy. Her normal blood glucose level is below 10 mmol/l (180 mg/dl). She changed her infusion site and bolused repeatedly to lower her readings. She stated that she cannot use her stomach as an infusion site because she has poor absorption there. She stated that she uses her arms, and legs as infusion sites. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.